Event description:
It was reported to st. Jude medical that the ICD was explanted due to sensing and pacing anomalies. The physician was also concerned that the battery voltage was low after being implanted for 13 months.